Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant pain and failed back surgery. On 2016-nov-17, it was reported it was reported that the patient¿s pump was removed on ¿(B)(6) 2005¿ as a result of a (B)(6) infection and ¿septus¿. The patient reported that they nearly died while using the pump and that the device ¿nearly killed [them]¿.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.